Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient stated that since last (B)(6) they have been feeling the stimulation increase intermittently and it feels like a shock when they walk through security gates at (B)(6) stores. Patient was advised to turn the device off when going through security. Patient was advised to get device checked; patient doesn¿t have a managing physician. The caller also stated that around the same time period when they place their phone on their stomach or in their back pocket it depletes faster and gets hot. No further complications were reported or are anticipated.